Event description:
It was reported by the rep that the device was used during a laparascopic cholecystectomy procedure. It was reported that the plastic ring inside the trocar came loose nad fell into the abdomen of pt. There was no consequences to the pt. No further info noted at this time. The rep called and stated that they opened another trocar to finish the case.